Event description:
It was reported that an asymptomatic patient presented in clinic with atrial lead exhibiting loss of capture. While performing isometrics, the atrial lead also exhibited noise. Upon lead revision, the atrial and right ventricular lead were found to have been pulled back. The physician explanted and replaced both the leads. The patient was stable before, during and after the procedure.